Manufacturer narrative:
Investigation summary: photo was provided showing a stick down on the clave side port. The internal seal was observed to be stuck down. The reported complaint can be confirmed. The probable cause is due to a salt lake city molding defect. The lot and molding tool number was found to fall under the scope of a corrective and preventative action (CAPA). A CAPA plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event involved a chemolock¿ bag spike with clave¿ additive port where it was reported that unspecified chemo was leaking from the blue side port of the chemolock bag spike with clave additive port during infusion. There was patient involvement and potential chemotherapy exposure to patient/nurse. There was no adverse effect/harm after assessment.